Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15151844 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Catheter assembly lot 15150648 was reviewed and revealed anomalies during the manufacturing and inspection processes. It was noted that during the manufacturing of this lot the pths 21810 was generated for exceeded limit of ppms for the defect body with bubble, the investigation was performed and it was concluded that the process has the controls required for the timely detection of this defect for which the product is not impacted. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00310 & 1058196-2010-00311. Additional information will be submitted within 30 days upon receipt.

Manufacturer narrative:
The procedure was coil embolization for the aneurysm in right internal carotid - paraclinoid that was not calcified and mildly tortuous. The enterprise system ((B)(4)) was positioned for deployment followed by withdrawal of the prowler select plus microcatheter ((B)(4)) in order to deploy the stent. However, both the enterprise and prowler microcatheter slipped down toward the proximal direction because of the vessel tortuosity. An attempt was made to advance the microcatheter for recapturing the exposed stent. However, both the microcatheter and the enterprise delivery wire were stuck and could not be moved. The devices were withdrawn from the patient as one unit. Other products were utilized to continue the procedure. The procedure was completed successfully without any adverse event or neurological symptoms. During deployment, the microcatheter was placed just distal to the aneurysm neck, and once the enterprise was advanced, and positioned at the site, the microcatheter was removed to expose the stent. However, this is when the event occurred. The enterprise stent was recaptured once. Prior to recapturing, the recaptured point was not exceeded. For recapturing, the microcatheter was advanced over the delivery system/vrd, and constant fluoroscopy was performed at all times during the delivery, deployment, and recapturing. The correct microcatheter was moved when recapturing. Prior to recapturing, the microcatheter was not placed at an acute angle. A constant and dedicated saline source was utilized at all times. Prior to the event or at any time during the procedure there was no resistance/friction. There is no information regarding the vessel or aneurysm size. The products will not be returned, and a copy of the cd and additional information is not available. The prowler select plus microcatheter is not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15151844 no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. It was reported that the enterprise vrd was recaptured once and when deploying, after the enterprise and prowler select plus moved backward due to vessel tortuosity, the prowler select plus could not be re-advanced over the stent. The instructions for use outlines that the enterprise vrd can be recaptured once. Based on the limited available information, as reported, procedural factors and vessel characteristics appear to have contributed to the backward movement of the enterprise vrd and prowler select plus microcatheter and inability to recapture the stent. Without the return of the devices for evaluation and based on the available information, no conclusion can be made regarding the reported event. However, there is no indication of any device design or manufacturing related issues. Therefore, no corrective actions will be taken at this time. This one of two products used during the same procedure on the same patient, which is associated with mfg report 1058196-2010-00310 & 1058196-2010-00311.

Event description:
The procedure was coil embolization for the aneurysm in right ic- paraclinoid that was not calcified and mildly tortuous. The enterprise system (enc452812) was positioned for deployment, then when the stent was deployed, both the enterprise and the select plus microcatheter (606-s255x) slipped down toward the proximal direction because of the tortuous vessel. Attempt was made to advance the microcatheter for recapturing the exposed stent. However, both the microcatheter and the enterprise delivery wire were stuck and would not be moved. The devices were withdrawn from the patient as one unit. Other products were utilized to continue the procedure. The procedure was completed successfully without any adverse event or neurological symptoms. During deployment, the microcatheter was placed just distal to the aneurysm neck, and once the enterprise was advanced, and positioned at the site, the microcatheter was remove to expose the stent. However, both the microcatheter and enterprise slipped down to the proximal vessel.

Manufacturer narrative:
The enterprise stent was recaptured once. Prior to recapturing, the recaptured point was not exceeded. For recapturing, the microcatheter was advanced over the delivery system/vrd, and constant fluoroscopy was performed at all times during the delivery, deployment, and recapturing. The correct microcatheter was move when recapturing. Prior to recapturing, the microcatheter was not placed at an acute angle. A constant and dedicated saline source was utilized at all times. Prior to the event or at any time during the procedure there was no resistance/friction. The patient is in stable condition. The products will not be returned, and no cd copy of the procedure nor further information were available. This one of two products used during the same procedure on the same patient, which is associated with MFR report 1058196-2010-00310 and 1058196-2010-00311. Additional information will be submitted within 30 days upon receipt..